Event description:
Reporter indicated that vns patient recently experienced 4 severe seizures which required hospitalization and ICU care. It was reported that the patient's device settings were increased twice at their first programming visit with their neurologist. The patient reportedly began having seizures that same night and was hospitalized in the ICU. The patient is reportedly doing better now and has only had the aforementioned seizures since vns implant. Investigation to date has been unable to determine whether the vns setting increase contributed to the reported event.